Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had failure unknown which caused injury on trachea and left bronchi of the patient. It was reported that life saving surgical intervention was required. The postoperative bronchofiberoscopic examination revealed shallow tearing of the membranous part of the trachea and tear in the left bronchus (surgically dressed during surgery) - conservative treatment. Left bronchial lesions made visible during surgery. The incident device has been reported as have been disposed of by the reporting facility.